Event description:
It was reported that the wheel of an ak 96 machine was observed to be corroded and broken during priming. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Visual inspection of the machine, which was used for more than 10 years, showed that the front wheel was corroded and broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was the broken wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.